Event description:
Caller reported advantage blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, within 1 minute 540 mg/dl, within 1 minute 340 mg/dl, within 1 minute 200 mg/dl, within 1 minute 189 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the right atrial lead showed high impedance, sensing difficulty, and apparent fracture. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.